Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (unknown locking screw). The subject device was returned with the complaint condition stating that post operatively the locking mechanism in trochanteric fixation nail advanced (tfna) nail broke. Revision surgery was performed to remove hardware which includes a tfna nail, tfna helical blade 120 mm sterile and unknown locking screw. Surgeon did not attempted to retrieve the fragment of tfna nail from patient body and the fragment was left embedded in patient body. Surgeon was not able to close the incision and had to put on wound vacuum. There was no malfunction alleged against the helical blade and locking screw. The returned implant is part of the depuy synthes tfn-advanced (tfna) proximal femoral nailing system. The helical blade/lag screw is used to prevent the nail from rotating once final position and locking has taken place per the associated technique guide. The helical blade and unknown locking screw also show surface scratches and wear consistent with implantation and removal. The complaint description indicated that there was no malfunction associated with the helical blade or locking screw, the condition of the returned devices is consistent with the complaint. As there was no allegation against the returned helical blade or the screw, and the returned devices exhibit no deficiencies which would have contributed to the complaint condition, no further investigation (drawing review and root cause) of these products is necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original surgery on (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used for: the reported event requires medical/surgical intervention to preclude permanent damage to a body structure. It was reported a non-union was identified with a post-operative computed tomography scan. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent original surgery on (B)(6) 2016 in hip to repair fracture of proximal femur and post operatively locking mechanism in trochanteric fixation nail advanced (tfna) nail broke. Revision surgery was performed on (B)(6) 2016 to remove hardware which includes a tfna nail, tfna helical blade 120 mm sterile and unknown locking screw. Surgeon did not attempted to retrieve the fragment of tfna nail from patient body and the fragment was left embedded in patient body. Surgeon was not able to close the incision and had to put on wound vacuum. There was no malfunction associated with helical blade and locking screw. Procedure was completed and there was no delay in surgery. Intra op x-ray was taken on (B)(6) 2016 and surgeon could not confirm the non union. CT scan was performed post operatively and non union was confirmed. Surgeon is anticipating a revision surgery on (B)(6) 2016 for removal of fragment of tfna nail and irrigation and débridement of hip and biopsy of bone and also will close the incision. Surgeon is also anticipating a total hip surgery for patient with non synthes device in future. Surgeon decided not to perform revision surgery on (B)(6) 2016 and let patient heal on its own and the incision was closed. This complaint involves 3 devices. This report is 3 of 3 for (B)(4).